Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was over 600 mg/dl. Customer went to the emergency room as a result of diabetic ketoacidosis and high blood glucose. Troubleshooting for keypad anomaly was performed. Customer stated that the act button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to flattened dome switch on the up arrow button, down arrow button, escape and act buttons. The lcd connector was inspected and no anomaly was noted. However, the insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.